Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 4.6 mmol/l, 11.0 mmol/l, and 5.0 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
The patient received his scs system on (B)(6)2010 consisting of an ipg, two leads and two anchors. It was reported that he lost stimulation following an accident. An x-ray revealed that the patient's leads had migrated. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set. A supplemental report will be filed as necessary.

Manufacturer narrative:
The event occurred in (B)(6).